Event description:
It was reported that during a shoulder arthroscopy procedure, the doctor was using the wire cutter and by strengthening, the device broke. Pieces were not removed. The procedure was completed with a scalpel with no delay and patient injuries reported.

Manufacturer narrative:
The reported flush suture cutter xl intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.